Event description:
It was reported that the right atrial lead exhibited loss of capture and a sensing anomaly. It was also noted that the slack in the lead was pulled back. The lead was capped and replaced. The patient tolerated the procedure well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.